Event description:
Boston scientific received information that the patient implanted with this device system has a history of atrial fibrillation. The patient was admitted to the hospital for system explant due to an infection and experienced inappropriate shock therapy at that time. A revision procedure to extract this product was successfully performed. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.